Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition.

Event description:
Defrost does not work. (B)(4).

Manufacturer narrative:
Investigation: x-inspect returned samples. Analysis and findings: complaint: (B)(4). Distribution history: this complaint unit was manufactured at csi 12/02/2010 under wo#: (B)(4) and shipped on 12/10/2010. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log: 94516, this unit was at csi on 7/01/2020. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was contaminated with cold soak residue. Root cause: the root cause of this issue has been attributed end user error. The device's IFU does not recommend cold soaking which will contaminate the inner valve assembly causing failures like these. Was the complaint confirmed? Yes. Correction and/or corrective action: none. Reason: no further training required at this time. The unit was repaired, tested to specifications and returned to the customer. Given the age of the device the error is likely to have been occurring over some time. No further corrective action is necessary. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Defrost does not work. Order: 94516. Ref: (B)(4). Ll100 cryosurgical 900001 (B)(4).